Event description:
Complaint reported by attorney. Pt had t-sling implanted on (B)(6) 2007 to report vesicovaginal urinary fistula and stress urinary incontinence. Plaintiff claims constant urinary tract infections, pain with intercourse, vaginal pain, back pain, hip pain, leg pain and migraines.